Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was experiencing low blood glucose level. The blood glucose level was unknown. Customer was already on glucagon. Current blood glucose level was 96 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer had symptom including headache at the time of incident. Customer was treated with food. The insulin pump will not be returned for analysis.